Event description:
The customer reported that the system exhibited ma sensor failure errors during a patient procedure. This event may have resulted in an aro (accidental radiation occurrence). No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ma null valves were adjusted and a full filament calibration was performed. The hvsr, generator interface pcb adn fluoroscopy functions pcb were also removed and reseated. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.